Event description:
A venatech lp vena cava filter was placed in the pt on (B)(6) 2013 in the interventional radiology department due to dvt. On (B)(6) 2013, the pt had a chest CT to rule out pulmonary embolus. The chest CT showed multiple bilateral pulmonary emboli with the venous filter seen within the intrahepatic segment of the inferior vena cava. On (B)(6) 2013, a chest CT showed the filter was largely in the right ventricle with partial attachment to the tricuspid valve. On (B)(6) 2013, the pt had surgery to remove the dislodged caval filter within the right ventricle. The pt had a nodal rhythm that required temporary pacing, and later, a pacemaker was placed on (B)(6) 2013. The pt was discharged from the inpatient hospital setting to inpatient rehab on (B)(6) 2013.